Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a flexible ureteroscopy procedure performed on (B)(6) 2022. During the procedure, the distal end of the sheath detached into the kidney. It took 15 mins to recover the detached piece using a foreign body forceps. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a flexible ureteroscopy procedure performed on (B)(6) 2022. During the procedure, the distal end of the sheath detached into the kidney. It took 15 mins to recover the detached piece using a foreign body forceps. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of distal end of sheath was broken. Block h10: the returned zero tip basket was analyzed, and a visual analysis found the pullwire was detached/separated at the cannula notch section, and the sheath was kinked and bent. Some adhesive residues were noted in the detached section of the wire. The notch cannula has the 8 crimp indenter marks were on both sides of the notch. In addition, one basket wire was bent and due to the device condition the functional assessment could not be performed. No other visual defects noted. The reported event of sheath break was not confirmed. Based on all available information and the condition of the returned device, it is possible that operational factors, such as excess of force applied, manipulation, and interaction with other device or a stone could have caused these failures and consequently affect the performance of the device. Additionally, it was noted that some residues of adhesive were presented in the notch and the 8 crimp indenter marks on both sides of notch using. This is evidence that the manufacturing process was performed. Therefore, the most probable root cause for the failure found during product investigation is adverse event related to procedure since the event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.